Manufacturer narrative:
(B)(4). The customer's meter ((B)(4)) was returned and the readings complaint was not confirmed. All results were within range specifications during control solution testing. However, the meter did exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that their freestyle flash meter was reading inaccurately and that she had symptoms of hyperglycemia such as frequent urination, tiredness and polyphagia. She reportedly increased her insulin based upon the meter readings and stated she "bought a cranberry juice to counteract (her) symptoms". The readings reported fell into the "b" zone of the parkes error grid which is clinically not significant. However, upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.